Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes (pwd) did not connect cleo 90 infusion set tubing to the site all the way. Pwd noticed once their glucose began to elevate. Pwd did not connect cleo 90 infusion set tubing to the site all the way. Pwd noticed once their glucose began to elevate. The infusion set was leaking. The infusion set was replaced last 24 hours. The operator of the device was the lay user or patient. There was no patient injury.